Event description:
The clinician contacted (B)(4) on (B)(6) 2013 and stated he reopened a site grafted with dynablast and found that there was no solid bone. This procedure was completed in (B)(6) 2013, and implantation was attempted recently (about 5 months after bone grafting). The clinician uses dynablast product in many successfully cases since 2009, and noted that the pt was a good candidate for this procedure and is relatively healthy. The site was re-grafted and the pt was sent home for a couple months to allow bone to fill the site. The graft was placed at molar #19.

Manufacturer narrative:
This product is contract manufactured for (B)(4) by integra lifesciences. (B)(4) has an exclusive license to sell the dynablast product for dental applications from integra lifescience, the developer of the product. No lot number was provided despite several f/u attempts, not having a lot number precluded a thorough review of keystone dental complaint database and integra's ability to performed a detailed review of batch records, tissue bank donor record, demineralization record, and sterilization record. The root cause of this occurrence could not be determined. Keystone dental does not anticipated any add'l info and therefore, considers this investigation closed. (B)(4).